Event description:
Reference importer report # (B)(4).

Manufacturer narrative:
Document review: gmk fixed cemented tibial tray size 3 right. Code (B)(4) / lot 100866 (34 items produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. All the items belonging to this lot have been already sold and no similar incidents have been reported. On the basis of the data collected, we have no evidences that the problem is device related, but it is likely related to a not proper cementation technique during the primary surgery.